Event description:
Device issue: none. Adverse event: myocardial infarction (mi)/in-stent restenosis. Onset of adverse event: 18 months post-procedure. It was reported via a trial that 18 months post implantation of the promus stent, the pt presented with a myocardial infarction and subsequently in-stent restenosis was identified. The pt was treated with medication. Though requested, no additional event or pt information is available. You are receiving this MDR report from abbott vascular because, (B)(4) distributes promus as its own brand labeling of abbott vascular's drug eluting stent in the us.

Manufacturer narrative:
(B)(4). (B)(4). The customer reported, the device was discarded. A follow up will be submitted with all relevant information.